Event description:
Reportedly, it was impossible to tighten the ventricular lead during the implantation procedure of the pacemaker involved in this MDR report: after the setscrew was screwed, the lead was pulled to check secure connection, but the lead was disconnected easily. Multiple attempts were tried, but the lead was not fixed in the connector and at the third attempt, the screw came off from terminal block. The pacemaker was returned for analysis.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the us.; however, it is similar to symphony / rhapsody pacemaker models approved under p950029. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were within specifications; the torque of the returned screwdriver was normal and x-ray of the device at the end of the process confirmed the setscrews were normally positioned (not skewed); the inspection of the connector header and of the screwdriver revealed: damages of the intended screwdriver slot at the ventricular level (hole); the distal ventricular setscrew was not present in the terminal block and was found skewed and stuck in the tip of the returned screw driver; these damages confirm difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at implant or at explant, i.e. Whether there is a link between these damages and the reported event; one possible hypothesis is that the distal ventricular setscrew was unscrewed too much and loosened, difficulties were met to rescrew correctly in the terminal block; in these conditions, the setscrew could have been skewed and stuck at the top of terminal block without securing the lead. In addition, the presence of silicone and the damages in the hexagonal hole of the setscrew confirmed it was punched by the screwdriver tip and did not help to correctly rescrew. Finally after several trials, the setscrew could have been stuck in the tip of the screwdriver because it was skewed (no alignment) and then the setscrew was removed of the connector with difficulties but with the screwdriver. Therefore, it should be noted that: the labeling includes a clear description of the screwdriver slot position: the ventricular screwdriver slot is positioned above the axis of the ventricular lead connector pin and the atrial one is positioned below the axis of the atrial lead connector pin.